Event description:
Report 2 of 2: it was reported that after use of the bd vacutainer® cpt cell preparation tube with sodium heparin, there was poor barrier separation of sample while isolating pbmcs.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 11-mar-2024 h.6. Investigation summary: bd received six (6) samples and eight (8) photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples along with sixty (60) retention samples from bd inventory, were evaluated by visual examination and the issue of poor barrier separation was not observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 2: it was reported that after use of the bd vacutainer® cpt cell preparation tube with sodium heparin, there was poor barrier separation of sample while isolating pbmcs.